Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported dislodgement could not be conclusively determined. (B)(4).

Event description:
During follow-up an x-ray examination revealed the left ventricle lead was dislodged, causing increased threshold and a loss in sensing. The left ventricle lead was exchanged, and the patient is doing well.